Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that the screen is scratched so she is unable to view the date on the pump. The customer stated that she ran a little low. The customer's blood glucose was 88 mg/dl with a carb intake of 16 at lunch around 3:28 pm. The customer stated that her blood glucose was 62 mg/dl between 5:15pm and 5:30pm. The customer's blood glucose was 42 mg/dl at 6pm. The customer treated with 2.7 units of insulin. At 10:10 pm, the customer's blood glucose reading was 53 mg/dl. The customer drank a glass of orange juice to bring her blood glucose up. The call got disconnected.